Event description:
It was reported that the patient was experiencing pocket site discomfort. Patient reported losing some weight. As a result, the ipg was explanted and replaced on (B)(6) 2019. The discomfort is resolved.